Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No pt involvement. [Name removed] is biomed - avea trained. He said that while doing routine testing on vent he started vent up and touch screen came on for just a second and then went blank. He says now the touch screen stays dark on every start up. Vent does boot up, uim (user interface module) peripheral leds do light up."

Manufacturer narrative:
Failure analysis: avea user interface module (uim) control pcba pn: 52340 sn: (B)(4) was received for investigation from carefusion factory service. The control pcba was installed onto a known good user interface module (uim) and was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were continuously illuminated. The control pcba was not receiving a new software upload. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Even codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion technical support specialist in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. Carefusion factory service department evaluated the alleged faulty user interface module (uim), verified the complaint and determined that the root cause of the reported event was a control board. The faulty control board was routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.